Event description:
It was reported that after the catheter placement, when blood return was attempted to be confirmed, air was aspirated. After that, the doctor cut the catheter. There was no reported patient injury. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2004 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of air aspiration was inconclusive because only a portion of the device was returned for evaluation. The products returned for evaluation were two 4fr s/l groshong catheters. Both samples were received assembled with two-piece connectors. The first sample (sample 1) was received in four segments, with complete breaks at the 41cm, 36cm and 16cm depth markings. The seconds sample (sample 2) was received in two segments, with complete breaks at the 41cm depth marking and between the 39cm and 40cm depth markings. The distal segment of sample 2, including the valve, was not returned for evaluation. Microscopic inspection of all breaks in both samples revealed glossy striated surfaces typical of sharp instrument cuts, suggesting the samples were intentionally trimmed prior to being sent to bd for evaluation. Attempts to infuse water through the sample using a 12ml syringe revealed all sample segments to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample components. No leaks/damage were observed during evaluation of the returned sample segments; however, the distal segment of sample 2 was not returned for evaluation. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that after the catheter placement, when blood return was attempted to be confirmed, air was aspirated. After that, the doctor cut the catheter. There was no reported patient injury. It was reported this occurred with two devices. This report addresses the first device.